Event description:
During a revision surgery performed at the patient's request, the universal driver prong broke off while removing a closure top. Additional information has been requested related to retrieval of the driver fragment. There was no report of injury to the patient or surgical delay.

Manufacturer narrative:
Investigation is pending.